Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported on (B)(6) 2008 that the patient underwent mesh implantation, posterior colporrhaphy with vaginal sacrospinous fixation, sacrospinous insertion of posterior mesh, uterine suspension and perineorrhaphy with repair of rectocele. The post operative diagnosis reported morbid obesity, gaping introitus, large posterior vaginal bulge with lateral wall defects, rectoenterocele, status post gastric bypass in 2002 and redundant vaginal tissue and poor tissue support secondary to smoking and status post bypass. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02614. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse, stress urinary incontinence and rectocele. Four months post implantation the patient began started to have symptoms of pelvic organ prolapse. Due to mesh erosion, pain, infection, dyspareunia and neuromuscular problems, the patient underwent mesh removal and an additional sling implantation (non ethicon device) on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, abscesses, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent I&d of abdominal abscess, removal of infected mesh on (B)(6) 2011 due to abdominal abscess and infected mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.